Event description:
As reported, after the use of a 6/7f mynxgrip vascular closure device (vcd) hemostasis was not achieved. Additional manual decompression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, after the use of a 6f/7f mynxgrip vascular closure device (vcd) hemostasis was not achieved. Additional manual compression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position, and there was no syringe attached to the unit. The sealant and the advancer tube were not returned in their manufactured positions; therefore, it was concluded that this unit was deployed before its arrival at the cordis laboratory. Additionally, there was no sheath returned inserted on the unit. A dimensional analysis was executed using a ruler to measure the distance between the inflated balloon and the shuttle tube. During this analysis, it was observed that the distance was as expected per the device design. The functional inflation/deflation analysis of the balloon was performed. During this analysis, no malfunction was observed related to a compromised balloon inflation/deflation mechanism. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no damages noted to the fully deployed device. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could attribute to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.